Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. Interrogation revealed this device, and the implantable defibrillation lead, exhibited high out of range shock impedance measurements. In clinic, measurements were between 89 and 93 ohms. Isometrics were performed with no changes in shock impedance measurements observed. It was reported the patient had experienced a fall. Boston scientific technical services (ts) recommended a chest x-ray to assess the lead. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). A chest x-ray was not ordered at this time and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.